Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the thread of the setscrew came off during insertion into the bonescrew because of crossthreading. The setscrew and the debris were removed from the patient and replaced with a new setscrew. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.